Manufacturer narrative:
The service rep tested the line resolution, tracking, and dose on the system. The system operates as intended.

Event description:
The customer reported the images were grainy. No pt injury.